Event description:
It was reported that an ilet pump displayed a persistent alert 41 indicating an insulin shaft rewind error during training, and the pump would not deliver insulin despite three restart attempts and standard troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included continued use of the cgm via the dexcom app or receiver and device shutdown guidance to prevent further alerts. Investigation included customer service troubleshooting and user instruction on shutdown and data sync. The investigation employed relevant empirical testing of the actual device suspected in the reported adverse event in order to establish their functional and other properties and to identify possible causes for the adverse event. Relevant testing would typically be based on test methods used for evaluating safety and performance as described in the latest relevant standards.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.